Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00524. The pt rec'd an scs trial sys for bilateral leg pain on (B)(6) 2011 consisting of a percutaneous lead and a trial stimulator. It was reported that he was experiencing overstimulation in his stomach and back. The reported discomfort was said to intensify when he lays down. No further info is available at this time as all attempts to confirm resolution via reprogramming have been unsuccessful.